Event description:
The customer reported that the system would intermittently not produce x-rays. This could cause the system to intermittently become unstable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.